Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty installing a cartridge back on the pump after completing the load. Tandem technical support assisted the customer through installing the cartridge and the customer was able to successfully complete process. The customer's blood glucose level was not impacted.